Event description:
It was reported that the patient experienced unspecified issues with his spectra penile prosthesis (spp). The device was previously removed and replaced with a new inflatable penile prosthesis (ipp) consisting of a preconnected pump and cylinders, and a 100 ml reservoir. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.